Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient experienced a skin reaction that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. The skin reaction was described as a red and raised rash under the sensor patch. Patient has tried using over the counter flonase, tough pad, duoderm and tegaderm. Patient's mother took the patient for a 3 month follow up with her endocrinologist on (B)(6) 2015. Physician examined the rash and recommended the patient to use over the counter flonase for treatment. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).